Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a scheduled defibrillator change out procedure due to normal end of life. During the procedure, the left ventricular lead was noted to have externalized conductors. The electrical function of the lead was noted to be normal. The physician elected to leave the lead implanted and continue to monitor the patient; the patient was in stable condition.